Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, an air leak occurred. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The catheter was primed and after the puncture was performed, the catheter was inserted into the sheath. When attempting to aspirate blood, air was aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The physician confirmed that air was not moved into the patient's body.